Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three extended infusion sets leakage at site event on (B)(6) 2024. The infusion set was in use for 3 days. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 8021545-2024-02989 - device 3 of 3. E1: patient city: (B)(6). Patient country: united states.